Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a white screen unexpected error occurred in the mobile programmer application three times on the same host tablet when attempting to pair to the patient connector and mobile programmer. Troubleshooting steps included rebooting the host tablet, clearing the app from running, switching wireless networks, uninstalling and reinstalling the application, and reconfiguring the app. There was no patient involvement.